Event description:
During a craniotomy procedure, the surgeon used the application instrument with alignment to fixate three clamps. The clamps were not tight and the flap wiggled back and forth. The clamps were removed, another set of clamps was used and the second set was left in the patient and the procedure was completed. This is 1 report of 2 on the same incident.

Manufacturer narrative:
Additional info has been requested. Investigation could not be concluded, no conclusion could be drawn. No product was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Cannot be determine without a lot number.